Event description:
It was reported via repair work order that the arm cap vinyl corner was broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the arm cap vinyl corner was broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted noting customer performed evaluation and the issue was resolved by shipping them a new arm cap set. Inspection performed by customer.